Event description:
It was reported in a letter by the patient to his primary care physician, "I found that I could not ejaculate. My sex life has become totally unsatisfactory". Patient saw a urologist and stated, "he did advise that this surgery (green light) could lead to a failure to ejaculate". Medication was prescribed "that might result in ejaculation". Since beginning that medication I have failed to ejaculate three times.